Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: ¿when placing an IV on patient, the button was pushed to retract the needle from the IV catheter. The needle did not retract when the button was pushed and the white button stayed pushed down.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-feb-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.16in. Insyte autoguard bc unit from lot number 2265973. The unit was received retracted with media present indicating the device had been used. The needle was placed into the initial position for further analysis. The device was then microscopically inspected for any possible adhesive overflow which may have prevented the retraction. No adhesive was discovered, and the needle retracted successfully. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: ¿when placing an IV on patient, the button was pushed to retract the needle from the IV catheter. The needle did not retract when the button was pushed and the white button stayed pushed down.